Event description:
An ophthalmic surgeon reported that during a cataract extraction surgery, while beginning ultrasound, the cataract was quite hard so the surgeon increased the "grade" and 2 seconds after beginning, a corneal burn appeared. The surgery was finished with decreased visibility for the surgeon. Two tight, crossed suture points were required. The pt has postoperative corneal astigmatism. The reporter also noted that no abnormality in the consumables was observed and no system message or alarm was displayed during the procedure. Additional info has been requested.

Manufacturer narrative:
A company rep reviewed the event with the surgeon and explained that the burn could be due to surgical viscoelastic (sve) not removed before phaco. The surgeon was not satisfied with the explanation and stated that sve is made to be in the eye. The clinical info in the file was reviewed by an alcon clinical analyst, who stated the following: the surgeon began surgery. The priming was unremarkable. While beginning phaco ultrasound (us), it was quite hard so the surgeon increased the grade, and 2 seconds after beginning us, a corneal burn appeared, becoming white. The surgeon used a custom pak, a new bss bottle. The cassette tubings were not kinked, irrigation was normal, the sleeve was normal, they did everything without anomaly. The sleeve was not blocked, there was no error message, no occlusion alarm. As stated in the system operator's manual; appropriate use of parameters and accessories are important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temp increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Occlusion tones (intermittent beeping tones during occlusion) indicate that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped to avoid exceeding the limit. While the system is equipped with visual and audible warning signals to alert the user of an occlusion; the surgeon must recognize the signal and manually stop delivery of ultrasonic energy. After review of the data contained in the complaint file, it appears that the main contributing factor is that surgeon is unaware of the need to sufficiently aspirate viscoelastic prior to applying phaco power. Additional contributing factor may be insufficient volume of occlusion tones for ambient noise level in the operating room. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be take to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, mar 2010, vol. 7, no 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).